Event description:
A phlebotomist at hosp was injured with a contaminated lancet while performing a capillary blood collection. The lancet trigger was accidently depressed and the lancet was re-exposed. Baseline testing for hepatitis b and c as well as hiv. Test results confidential. Account has requested to be introduced to a replacement lancet that will lock in the retracted position.